Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 3 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml missing label information was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "approximately 8 defective bd bactec¿ mgit¿ 960 - 7ml tubes(245122) were identified in two boxes with same lot number (lot: 0174115). Some tubes were unlabeled, one tube had 2 barcodes, other tubes had broken caps and some tubes had less volumes of media than others. "

Manufacturer narrative:
H6: investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0174115 was satisfactory per internal procedures. Filling, labeling and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 0174775 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention samples. All retention tubes had one tube label that had legible batch information and a scannable barcode. No broken/cracked caps or low fill volume was observed in 100/100 retention tubes. For further investigation of fill volume 100/100 tubes were measured using a fill volume measuring tool. All 100 retention tubes measured at the acceptable amount of fill volume. No photos were received to assist with the investigation. No returns were received to assist with the investigation. A missing label is a labeling defect that can occur during the manufacturing process and is investigated in the same manner. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, affixed to the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 0174115 shows there was not a shortage or excess of labels after the manufacturing process. Bd will continue to trend complaints for labeling, cap defects, and fill volume. This complaint cannot be confirmed.

Event description:
It was reported that while using 3 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml missing label information was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "approximately 8 defective bd bactec¿ mgit¿ 960 - 7ml tubes (245122) were identified in two boxes with same lot number (lot: 0174115). Some tubes were unlabeled, one tube had 2 barcodes, other tubes had broken caps and some tubes had less volumes of media than others. "